Manufacturer narrative:
A philips remote service engineer (rse) obtained the logs from the monitor, the x2, the clinical audit logs and the rhythm strip. The case was forwarded to a philips clinical support specialist (css) for review. The css determined that the customer expected the alarm to be red. The css verified that the supraventricular tachycardia (svt/) non-sustain ventricular tachycardia (vt) are always yellow . The product is functioning as expected. There was no product malfunction; this is considered a clinical application issue. The css spoke with the customer and provided information regarding the alarm behavior. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the central station did not alarm when patient was having a cardiac arrhythmia.